Event description:
A peritoneal dialysis (pd) patient's point-of-contact reported to fresenius that the patient was diagnosed with a hernia and they had a hernia repair surgery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initiated on pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) on (B)(6) 2025. While on capd, the patient developed swelling of the scrotum, hydrocele. The patient had been on capd therapy for less than a month when the swelling developed. The patient¿s physician ordered urgent start for training on the liberty select cycler with low fill volumes (volume not provided). Subsequently, the patient was diagnosed with a right inguinal hernia on (B)(6) 2025. The patient underwent an outpatient hernia repair on (B)(6) 2025. The cause of the hernia is unknown. The hernia is unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing continuous cyclic pd (ccpd) therapy. It is unknown if the hernia was pre-existing prior to the start of pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a potential temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of a right inguinal hernia. However, there is no documentation of a causal relationship between the hernia and use of the liberty select cycler. The patient was completing capd prior to the start of ccpd and developed a hydrocele (swelling of the scrotum) which is an indication of a hernia in adults. It could not be confirmed if the hernia was pre-existing prior to the start of peritoneal dialysis therapy or if the hernia developed after the initiation of dialysis using capd or once on ccpd. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's point-of-contact reported to fresenius that the patient was diagnosed with a hernia and they had a hernia repair surgery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initiated on pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) on (B)(6) 2025. While on capd, the patient developed swelling of the scrotum, hydrocele. The patient had been on capd therapy for less than a month when the swelling developed. The patient¿s physician ordered urgent start for training on the liberty select cycler with low fill volumes (volume not provided). Subsequently, the patient was diagnosed with a right inguinal hernia on (B)(6) 2025. The patient underwent an outpatient hernia repair on (B)(6) 2025. The cause of the hernia is unknown. The hernia is unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing continuous cyclic pd (ccpd) therapy. It is unknown if the hernia was pre-existing prior to the start of pd therapy.